Event description:
It was reported via remote transmission that non-sustained lead noise episode due to post-paced t-wave oversensing was observed. Patient was asymptomatic. Programming changes were recommended; device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.